Manufacturer narrative:
Patient information has been requested.

Event description:
The customer reported an air source fault resulting in a gas supplies lost, (gas supplies lost: safety valve open alarm) noted in the diagnostic history log during service. No patient harm reported.